Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The balloon rupture was not confirmed as the balloon was filled with water to rated burst pressure (rbp) of 14 atmospheres with no anomalies noted; thus, the reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was mildly calcified and 90% stenosed. A 2.0x15mm mini trek balloon was ruptured during the second inflation at 12 atmospheres. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another balloon was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.